Manufacturer narrative:
We cannot rule out the possibility that this event was caused by either other intraoperative factors or other factors related postoperative management. Because this product(referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation, the cause of the adverse event have not been specified. Teruplug is in the us is sold under the name "foundation". The foundation package insert states in the following section: <precautions for use> this products has no antimicrobial properties. Any decision regarding the use of an antibiotic or other therapies when using this product should be made based upon the patient's risk of infection. This report is being submitted as a medical device report is an abundance of caution.

Event description:
Case a: case after tooth extraction a patient underwent tooth extraction. The extraction socket was filled this product. However, several days later, the patient was hospitalized because tissues surrounding the extraction socket became swollen. Since the swelling subsided, the patient could leave the hospital. Comments of the dentist: this event was attributable to the patient's poor physical condition. In more detail, this event was probably caused by infections due to the patient's susceptibility to infection. This product would be irrelevant to this event.